Event description:
Medtronic (covidien) received report that during a procedure, two pipeline flex devices did not open distally and a marksman broke within the guide catheter. The aneurysm was previously clipped, unruptured, saccular, located in the left, ophthalmic internal carotid artery (ica). Patient's anatomy was extremely tortuous. The two pipeline flex devices were advanced easily without issue. Slack was removed from marksman prior to delivery. During delivery, both pipeline flex devices (MDR #2029214-2015-00802 and #2029214-2015-00803) would not open distally. The devices were resheathed and re-deployed two times each in an effort to relax the braid. These attempts were unsuccessful. The pipeline flex devices were re-sheathed and removed by grasping the pipeline flex delivery wire and microcatheter together. A pipeline classic was then implanted successfully. During pushwire removal, the distal capture coil became trapped in the mid-section of the microcatheter. When applying additional force to remove the microcatheter, the middle segment of the marksman microcatheter fractured within the guide catheter (MDR #2029214-2015-00804). The fractured microcatheter pieces were still in the guide catheter and were removed with the guide catheter. Angiographic result post-procedure was very slight contrast stagnation. No patient injury was reported as a result of this procedure. The patient was discharged the following day.

Manufacturer narrative:
The lot history record of the reported lot number was reviewed and no discrepancies that might have caused the reported event were noted. The microcatheter and pipeline flex were returned for evaluation without the push wire. The pipeline flex was found outside microcatheter. The distal end of the pipeline flex was not opened due to damaged braid. The proximal end of the pipeline flex was found opened with damaged braid. The microcatheter appeared to be accordioned at a segment on the distal end. An in-house mandrel was inserted through the microcatheter tip and hub and got stuck at the damaged locations. No other anomalies were observed. Based on evaluation of returned devices, the customer¿s report of pipeline flex failure to open distally was confirmed. It is possible that the tortuous anatomy and the damage to the braid may have contributed to the reported issue. The microcatheter was also damaged. However, the cause for damages could not be determined. All products are 100% inspected for damage and irregularities during manufacture. Per pipeline flex instructions for use: do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis. This event is also reported in MDR # 2029214-2015-00802 and 2029214-2015-00804. (B)(4).